Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced increased pain after suffering from a four-foot fall. The physician confirmed with fluoroscopy that the superion indirect decompression spacer implanted between the l4-5 lumbar vertebrae rotated laterally. Additionally, the physician assessed the patient had a possible spinous process fracture but was unable to confirm this due to the poor quality of the imaging. The patient underwent a procedure where the spacer was replaced and did well postoperatively. The spacer was not returned for analysis as it was retained by the facility.